Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - stem . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on the evaluation of the provided medical images. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral implant is loose secondary to the periprosthetic fracture. Alignment of the acetabular and femoral implants is maintained. There is varus angulation at the fracture site. Bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110010266; item name g7 osseoti multihole 56mm f; lot # 6732556 010000858; item name g7 neutral e1 liner 36mm f; lot # 6731092 11-363661; item name 36mm cocr mod hd -3mm; lot # 756790. G2: foreign australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure one year and four months post implantation due to a fall that resulted in peri-prosthetic fracture. There is no additional information available at the time of this report.